Event description:
Event description cpi received information that this myocardial lead was removed from service due to oversensing. Two myocardial leads (both models 0030 serial 032136 and 032262) are involved in the patient's lead system, cpi is unable to determine which lead has the problem, therefore will report on serial 032136 at this time.